Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: "the physician made the rep aware that the patient had developed thrombus in the distal end of the graft. The rep reviewed the film and it appears that the thrombus or flow change was due to the aorta constricting just below the distal end of graft. The physician said that he would advise the cardiologist to start anticoagulant therapy. He would see the patient in clinic or the hospital and evaluate possible treatment at that point. The patient did not appear to be symptomatic." Patient outcome: patient may require anticoagulant therapy. No adverse effects on the patient was reported due to this occurrence.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Summary of investigational findings: the complaint information states a young patient who is treated for a blunt force trauma / aortic injury with a zta device (size is unknown). The patient develops a thrombus in the distal end, but do not appear to be symptomatic. Further action will be evaluated by the physician. Furthermore, the complaint information states that the implant was prior to the recall 2017fa0011 that was initiated in jun2017. No images were provided and the device lot is unknown. However, per complaint history, it is seen that patients who are treated for blunt traumatic acute injury (btai) with zta in the smaller diameter sizes are in risk of thrombus formation. Cook medical will continue to monitor for similar events.